Event description:
Asr revision. Asr hip resurfacing system (left).

Event description:
Reason(s) for revision: alval/soft tissue reaction

Manufacturer narrative:
This implant is not sold in the u.s to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the u.s at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr hip resurfacing system (left). Reason(s) for revision: alval/soft tissue reaction. Update: reason for revision, (B)(6) update spreadsheet dated 28th oct 2011. Update - marked as legal, added kid number, added addidtional hospital, amended surgery date.